Event description:
Technical services received a call on 11/05/2012 from sales rep. There have been high thresholds in the past on his rv lead. The last time the saw him they had to program a higher output because of the increase in threshold. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).